Event description:
The customer called to report a button error alarm during normal use. The customer stated that no button was pressed for greater than three minutes. Advised the customer that the insulin pump would be replaced. The customer had just eaten, and stated that she would be going to the hospital for treatment of her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.